Manufacturer narrative:
Some information for this report had not been provided at this filing. If the information is provided at a later date, a supplemental filing will be sent. The event description does not suggest that the functional performance of the device was out of specification, but does indicate a possible sensitivity reaction to cyanoacrylates or its derivatives. The package insert provides contraindications and adverse reactions: do not use on patients with a known hypersensitivity to cyanoacrylates or formaldehyde, reactions may occur in patients who are hypersensitive to cyanoacrylates or formaldehyde.

Event description:
The patient reported that she has had a rash since a week post op from a surgery 7 weeks ago. She has been itching since the surgery. She has been on steroids intermediately for three weeks, her rash is covering her entire body with the exception of face and feet. She states that the surgeon noted that he used dermabond on the incision and inside of the incision. During a follow up in 2008, the customer reported that the itching began immediately after surgery. A battery pack for a spinal procedure was placed in the left hip. Dermabond was placed over the entire hip. Rash started 4-5 days later and spread from hips to stomach. The rash was over entire body 5-6 days post op, reported as painful. Customer went to surgeon who placed her on zyrtec. Customer went to the family dr. And received a shot of cortisone with a prescription for prednisone and atarax for three weeks. Dermabond was removed one week from surgery. No dermabond present since 2-3 weeks post op. Physician opines some dermabond ran internal to the incision and this was the source. Customer reports that if she is allergic to dermabond the surgeon will reoperate to irrigate the wound and determine if any residual dermabond (r) is present.